Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information received through the treating physician, a review of the device history record, log files, labeling and similar events reported to procept. A review of the device history record (DHR) for serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. A review of similar complaints confirmed (B)(4) similar events reported to procept. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding. A root cause for the reported event could not be determined. The aquabeam robotic system instructions for use lists bleeding as a potential risk of the aquablation procedure. Based on the information provided by the treating physician, plus the review of the log file, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process.

Event description:
Male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that two (2) days post aquablation procedure the patient was admitted to the hospital due to bleeding and was administered a blood transfusion (per the manufacturer's instructions for use, bleeding is listed as a perioperative risk of the aquablation). The patient had no medical history of being on anticoagulant medication. No adverse health consequences were reported with the patient due to this event. No malfunction of the aquabeam robotic system was reported.